Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost a significant amount of weight. As a result, the patient is experiencing pain and believes the ipg has migrated. Surgical intervention may be undertaken as the next course of action.